Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of damage is most likely related to the operator's technique. The instruction manual contains a warning statement in an effort to prevent damage. "A lithotriptor cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages shown in chapter 5 [IFU - single use mechanical lithotriptor v, 20140312], "emergency treatment" may occur. Use the lithotriptor by considering that it may lead to damaging the instrument and that open surgery may have to take place." If additional information or if the device is received at a later time, this report will be supplemented. For the two additional events, please reference following associated medwatch reports: 2951238-2016-00044 and 2951238-2016-00046.

Event description:
Olympus was informed that during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure, the wire from the manual lithotriptor broke during use. As a result, three different patients were transported to the operating room to complete the intended procedure. The physician reported the wire basket pin (wire joint) which anchors the basket to the handle initially fractured at the pipe. As the lithotripsy could no longer be performed, the physician cut the sheath and basket wire and switched to an unspecified emergency handle, but the basket wires detached from the emergency handle. The physician decided to have the patient transported to the operating room to remove the calculus along with the remaining portion of the device. This similar event occurred on three different patients. No additional information was provided. Report 2 of 3.